Event description:
It was reported that the customer's esc button was sticking every once in a while and not working as it should. The customer's blood glucose was 257 mg/dl. Troubleshooting was done. The customer did not recall any signficant events leading to the keypad issues. The customer stated that the insulin pump was not dropped or wet. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. Insulin pump received with minor scratches on lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.